Event description:
It was reported that during a vacuum assisted excision procedure, when the needle was placed in the breast, it started to take the first sample which gave allegedly an error regarding needle cutter not opening correctly, so user took the needle out the patient and detached and calibrated again, then went to reposition the needle in the breast, then the user saw the needle allegedly spun around in the breast really fast like a drill, followed by a few sparks were noticed. It was further reported that the user cannot recall the system error code that displayed on the monitor's screen. Furthermore, the foot was on pedal when the driver started drilling motion and they let go of the pedal and the driver continued to drill and then had to remove the driver/needle from the patient while it was still drilling. In addition, at that point the needle was removed from the breast and replaced the needle and the encore machine with another one. There was no patient injury.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vacuum assisted excision procedure, when the needle was placed in the breast, it started to take the first sample which gave allegedly an error regarding needle cutter not opening correctly, so user took the needle out the patient and detached and calibrated again, then went to reposition the needle in the breast, then the user saw the needle allegedly spun around in the breast really fast like a drill, followed by a few sparks were noticed. It was further reported that the user cannot recall the system error code that displayed on the monitor's screen. Furthermore, the foot was on pedal when the driver started drilling motion and they let go of the pedal and the driver continued to drill and then had to remove the driver/needle from the patient while it was still drilling. In addition, at that point the needle was removed from the breast and replaced the needle and the encore machine with another one. There was no patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire system serial number dyfsf029 was received at the crawley depot. The encor enspire system was visually inspected upon receipt and was found to be no physical damage. The device was functionally tested and unit fully functional, no issue found. However, as per srw1190057 and tb1190039, this unit does not meet the requirement for the solenoid assembly upgrade; any part replacement in the solenoid assembly will be carried out as preventative maintenance. Should any functional issues be observed at any point during repair, the unit will be placed on queue for upgrading identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device system error code and unintended movement issue. The root cause for reported device system error code and unintended movement issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.